Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed . Is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter would not turn on with a test strip or button press. The customer reported that on an unspecified date she went to her doctor¿s office because the meter was not working. The customer stated she was given unspecified ¿diabetic pills¿ at the time of the doctor¿s visit. Customer additionally stated that she was given insulin at a hospital because her sugar was too high (date not reported). Customer was advised to monitor her blood sugar but does not have a working meter. The customer declined to provide any further information.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem), (describe event or problem) and (type of reportable event) were incorrectly documented in the MDR 30 day follow up #1 report. (Initial reporter's) first name was incorrectly documented in the MDR 30 day follow up #1 report as well.

Event description:
A customer reported that her adc blood glucose meter would not turn on with a test strip or button press. The customer reported that on an unspecified date she went to her doctor¿s office because the meter was not working. The customer stated she was given unspecified ¿diabetic pills¿ at the time of the doctor¿s visit. Customer additionally stated that she was given insulin at a hospital because her sugar was too high (date not reported). Customer was advised to monitor her blood sugar but does not have a working meter. The customer declined to provide any further information.